Manufacturer narrative:
The sample is unavailable for evaluation. Without any evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The harpoon was release in the correct site. After, in lateral projection (90°) the harpoon moved and get out through the skin.